Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified the customer verify and confirmed that the facility was able to request the medication and it was approved and issued, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had verification issues. The pharmacist had rejected an rxverify then, edited it to be approved but then the facility could not see the med or re request it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.